Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, stomach resection, a reinforced stapling device had a problem unloading the device and was unable to fire, yet the surgeon was able to press the green button and squeeze the handle. The unload button displayed red and would not allow the reload to be removed. Jaws were opened and closed and black knobs pulled back without any change to the status. Additional force was used and the reload was removed. Another stapler was opened and the case continued. The patient was alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Staple pushers were flush with the cartridge surface. The laminates were bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. No relationship between the device and the reported incident was confirmed. The root cause was identified as improper use with a secondary condition associated with a variation of an internal component. Replication of the deformed anvil clamping mechanism and flush staple pushers may occur under the following conditions: application over tissue that is beyond the recommended thickness range; application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.